Manufacturer narrative:
Conclusions: device investigation of the received parts revealed damage on the conductive link in front of the floating mass transducer, as it appears typical for having been caused during some surgery. The observed damage can well explain the missing function at the re-activation of the device. Reportedly, the fmt migrated from its original position and revision surgery was required to reposition it, during which the conductive link might have inadvertently damaged. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
During a revision surgery to reposition the floating mass transducer on the round window the results from the functionality test of the implant were inconsistent. A special care was put while moving the conductor link and fixing both the fmt and conductor link into the middle ear. Afterwards, the recipient was not able to hear with the implant despite maximum output levels. There were no issues reported with the external components. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a second revision surgery (the first revision surgery was due to and fmt displacement after an ear infection and the second due to again a fmt displacement and no hearing impressions with the implant ) to reposition the fmt on the round window the results from the functionality test of the implant were inconsistent. Intra-operatively the results displayed a functioning device, however post-operatively the result showed that the device was no longer functioning even when extra precautions such as removing all metallic tools near the implant area were taken. Fifteen days later the device was tested again and it was shown to be functioning. On (B)(6) 2016 the device was again tested using a different testing instrument which showed the device was no longer functioning. The patient is not able to hear with the implant despite maximum output levels. Explantation and possible re-implantation is being considered.

Manufacturer narrative:
Based on the received information, a damage of the device appears likely, however to determine an exact root cause of failure a device investigation would be necessary. Explantation and possible re-implantation is being considered, but currently no date for a re-implantation surgery has been scheduled. This is a final report.

Event description:
During a second revision surgery (the first revision surgery was due to and fmt displacement after an ear infection and the second due to again a fmt displacement and no hearing impressions with the implant) to reposition the fmt on the round window the results from the functionality test of the implant were inconsistent. Intra-operatively the results displayed a functioning device, however post-operatively the result showed that the device was no longer functioning even when extra precautions such as removing all metallic tools near the implant area were taken. Fifteen days later the device was tested again and it was shown to be functioning. On (B)(6) 2016 the device was again tested using a different testing instrument which showed the device was no longer functioning. The patient is not able to hear with the implant despite maximum output levels. Explantation and possible re-implantation is being considered though no date has been set.